Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported a year or a year and a half prior, the patient was told by a manufacturer representative (rep) that he could not get and MRI because there was a loose wire in his chest or brain. The patient stated when they replaced the deep brain stimulation (dbs) system, they "didn't solve the loose wire problem". The patient stated his reason for calling was to determine if he was eligible to have an MRI with the new dbs system that was placed. The patient stated he had previously spoken to his health care professional (hcp) who redirected him to speak to the manufacturer for further assistance. It was reviewed the hcp needed to fill out the MRI eligibility form. No complications were reported or anticipated.

Manufacturer narrative:
Product analysis #252500312:analysis information -- (B)(6) 2020, 10:00:40 cst pli# 10 product ID# 37601 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. Continuation of d11: product ID 64002, lot# n455091 , product type adapter product ID neu_unknown_ext lot# serial# unknown, product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating there was no documentation regarding a "loose wire" per the rep. The patient was head-only MRI eligible and had a pocket adaptor. It was noted in 2016 the patient had low impedances which later resolved. The primary cell device and pocket adaptor were replaced (B)(6) 2018. The patient had not been seen since to have the device interrogated. The patient had an appointment on (B)(6) 2019 and they would re-evaluate at that time.